Event description:
New information received notes that the patient condition after operation was stable.

Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid. (B)(4).

Event description:
It was reported that during follow-up, the device was unable to be interrogated as it was found to be in backup vvi mode. The device was explanted.